Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a weeping rash under the therapy pads and electrodes of the lifevest equipment. Patient reports that they have urticaria. There was no alleged device malfunction contributing to the irritation. The patient reported that they were a physician and applied antihistamine lotion to the skin irritation. Follow up indicated that the skin irritation improved.